Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed and the power plug was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.